Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that for the past 6 months or more, doesn't remember, they had noticed a change in how their therapy felt. Patient said that they usually felt stimulation in the vaginal area however sometimes they felt it at implant site and has to lean back and rub it a little. When asked, patient said they had a fall in the past and fell on their butt in the tub. Patient mentioned that they have balance issues and said that when they first got up from the fall they were light headed. Patient also said recently fell against a wall. Reviewed therapy information and general programming guidance including trying different programs. Patient said they would consider the options. Redirected patient to call if they needed assistance with switching programs. Patient to track adjustments and track symptoms. Patient to follow up with healthcare provider.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that cause was not determined. The suspected cause was they know it wasn¿t a magnetic, but its possible a previous fall may have caused an issue. They didn¿t feel like any changes but adjusted the setting. They are making an appointment with their hcp to see if they feel something else needs to be done.